Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a cuff leakage. It was detected that there was also a failure in the accuracy of the valves that was used to inflate the cuff. The patient continued showing drop in saturation.